Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional has fractured upon insertion in a patient.

Manufacturer narrative:
This follow-up report is being submitted to relay information. Complaint sample was evaluated and the reported event was confirmed. The device was returned for further examination. Visual examination concludes that the returned tasp exhibits signs of repeated use ( nicked or gouged ) with the post feature fractured off, all pcs returned. DHR was reviewed and no discrepancies were found. Investigation results concluded that the root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.